Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. A manufacturing record evaluation was performed for the finished device qbmcqh batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the only additional information I have is the lot number. Product code: vcp603h; lot #: qbmcqh. Additional h3 investigation summary: unopened samples of product code vcp603, lot # qbmcqh were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of initial surgery? Please clarify the intra-op event: what does it mean the suture ¿split¿? Was this the suture breakage, fraying or pull off (detached from the needle)? Was the suture ¿split¿ occurred pre-op, during suture dispensing or during use on the patient? How was this initial surgery completed? Was this initial surgery completed with another/new suture product? Were there any patient consequences due to the intra-op suture ¿split¿? What is the return status of the suture ¿split¿ during initial surgery? What is a product lot number of ¿split¿ suture? It was reported that ¿later the patient had a return to surgery for unspecified reasons¿. What is a relation between intra-op suture ¿split¿ and ¿unspecified reasons¿ surgery ¿later¿? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the surgery, when the surgeon tried to use it, the suture split. It is unknown how the procedure was completed. Additional information has been requested.